Event description:
Md attempted to use large ligaclips product for procedure. Did not fire properly. Another product was opened with same lot#, also failed to fire. Seperate clips were then opened and non disposable applier was used. No known injury to pt.